Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a bacterial driveline infection. Drug therapy was performed for treatment.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the type of infection was determined to be methicillin-susceptible staphylococcus aureus (mssa). The patient exhibited fever and signs of infection at the driveline infection site, antibiotic therapy was initiated which improved the condition.